Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a benchmark bmx96 access system (benchmark max) and a penumbra system red72 reperfusion catheter (red72). During the procedure, while retracting the velocity through the red72, the physician experienced resistance and noticed under fluoroscopy that the mid-shaft of the velocity had begun to unravel. It was reported that the velocity was removed successfully. The procedure was completed using a new velocity, the same benchmark max and the same red72. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity revealed that the catheter was fractured. If the velocity is retracted against resistance, damage such as a fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed kinks in the catheter shaft. This damage was incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). The following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Section e. Box 4. Initial reporter also sent report to FDA. 2. Section g. Box 3. Report source. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2022-00270.